Event description:
A customer reported that, the uom setting of their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury, or mistreatment.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and original renata battery voltage was measured at 3.040v. Did observe battery icon and booklet icon while strip was inserted, icon to appear on the display and give e-4 errors. However, uom was selectable and was rec'd at mmol/l. 015, 0240, 0300, 0800, and 0806 log # errors were observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.